Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, it was noticed that there were lower than expected flows and that the impella had moved out of place. The physician tried to reposition but was unable to achieve good position. The physician decided to proceed and noticed profuse bleeding from membrane of oscar sheath. The physician repositioned the sheath to tamponade oscar sheath which was successful.